Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the second staple. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(3); staples in the track, yes(20) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "device jammed after the second staple" during surgery occurred due to three staples jammed in the nose. The instrument was rec'd with three staples jammed in the nose. The three staples were removed and the device fired the remaining 20 staples well formed. No conclusion could be reached as to how the staples had become jammed in the nose.